Event description:
It was reported that the right atrial (ra) lead had high impedance and possible fracture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation was breached cut and had a cosmetic depression, the distal connector was bent, there was blood in the distal electrode, there was blood in the proximal conductor (not obstructed), and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.